Event description:
It was reported that the patient is having inflation issues with his inflatable penile prosthesis (ipp). It was noted that the device was inflating on a inconsistent basis. The pump will sometimes stay flat, and the patient will reset with the deflation button and try pumping again with no luck. On rare occasions it will work. Should additional information be received a supplemental report will be submitted.